Event description:
Purchase of different disposable manual resuscitator resulted in user error. Failure to read and understand operation of relief valve resulted in a delay in lowering the pco2 of a pt. Pt later died. Attending physician unsure if event contributed to death.